Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found an issue with the ise fluids and replaced them along with the calibrators. He primed the system, performed electrode service, and performed calibration. He ran an ise performance check, quality controls, and a pipetting accuracy check which all passed. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas integra 400 plus. One example was provided of an initial result of 132 mmol/l and a repeat result from a different analyzer of 139 mmol/l. The repeat results were believed correct.